Event description:
It was reported that outside of surgery, the unit had unconstant operation with loss of power. There was no patient/harm or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: italy.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined he screws, lever, and reciprocating arm were worn, the motor was corroded, the switch was not standard, and the device had a cable contact issue; however, the repair was not completed because the repair is pending materials. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.